Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample consist in three (3) cassette products from part number 21-7302-24. Samples were received in used conditions without its original packaging, decontaminated and inside in a plastic bag. Visual inspection results: the samples don't present any damages, scuffs, pinch marks, cracks, crazing, etc. Could cause the failure mode reported. Pump tube height: the samples were tested to measure the height of the pump tube arch and determine if are under or out of spec following the pwi-10018074 rev 101 ?keyence ? Tube arch height measurement work instruction?. Results: the pump tubes height were out of spec in the three (3) samples provided, however due samples were received in used conditions is it possible that the pump tube was modify during the preparation or use. Accuracy test: the sample received was connected to the cadd legacy plus [cal. ID: 1.0383; due date: december 2021] and to balance mettler toledo [cal. ID: 35.0345; due date: april 2022] to look for unusual function. Results: sample was fully priming and connected without difficulty. The sample passed the test. Functional testing: sample was filled with 100 ml of water; the sample was connected to the cadd legacy plus [cal. ID; 1.0383 due date: december 2021] to look for unusual function. Results: samples were fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. No actions were taken because the complaint was not confirmed.

Event description:
Information was received regarding a cadd cassette reservoir. It was reported that there had been two non-disposable alarms on pca patients within 18 hours and another with a chemotherapy patient. Additional information was received noting that there was an error message on the cadd legacy pca pump ready, "no disposable attached". As a result, patient was without pain medication for several hours until a new cassette was compounded.